Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the error code was due to a substantially immersed suction connector, the bending section cover was aged, the insulation glue of the angulation knob locking rod was damaged, the angles were insufficient, tight, and had play due to stretched angle wires, the insertion tube was yellowing, bent and wrinkled, the resin was cracked, the light guide tube was wrinkled and bent, and the resin area was detached and deteriorated due to humidity. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope produced an e315 incompatible scope error code. The issue was found during a diagnostic enteroscopy procedure. The procedure was completed with a similar device and there were no reports of delays or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields:h6. Corrected fields: b5. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The customer's reportable malfunction was confirmed. Based on the results of the investigation, the root cause could not be identified. However, it is likely that immersion of the suction connector occurred, causing a short circuit and leading to the malfunction. The event can be prevented by following the instructions for use which state: 'chapter 3 preparation and inspection before using the product, be sure to make the preparations and inspections listed below. Also, inspect the related equipment used in combination with this product in accordance with their "electronic attachments" and "instruction manuals". If the inspection reveals an obvious malfunction, do not use the product and send it for repair according to "5.3 sending the endoscope for repair" on page 118. If any abnormality is suspected as a result of the inspection, take action according to "chapter 5: if an abnormality occurs". Warning: - use of an endoscope suspected of having an abnormality may not only prevent it from functioning properly but may also damage the equipment or injure the patient or surgeon. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the issue occurred during the preparation for use.